Event description:
Additional information received indicated the device was reset and reprogrammed to resolve the event. The patient was in stable condition.

Event description:
It was reported that the device was unable to be interrogated via radiofrequency telemetry. Abbott technical support recommended performing a factory reset and reprogramming to resolve the event. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.